Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported death could not be determined. Additionally, reported death is listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
Dates estimated the clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: mitraclip therapy in patients with end-stage systolic heart failurena

Event description:
This will be filed to report this event captured based on a research article representing a summary of death. It was reported through a research article identifying the mitraclip device which maybe be related to patient death. Details are listed in the attached article, titled mitraclip therapy in patients with end-stage systolic heart failure. No additional information was provided.